Event description:
It was reported the screen was white when the programmer was turned on. The programmer had been uploaded with protect a software a few days prior to the screen going blank/white. It had been used for device checks. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the customer's allegation: white screen. Analysis also concluded that the keyboard was loose due to the right hinge.